Event description:
Customer reported one blood leak on a CT 190g dialyzer during use #1. The leak was noted by an alarm and confirmed by a positive hemastix result. Treatment was continued with a new dialyzer without incident. No pt injury or medical intervention was reported by the customer.